Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: clinical performance of steroid-eluting pacing leads with 1.2mm2 electrodes. Pace. 1997. 20:2799-2809. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the clinical performance of steroid-eluting pacing leads with smaller electrodes. Of 47 lead implants, it was reported that 4 ventricular leads exhibited unstable thresholds following implant but had self resolved in 1-3 days post-implant. 5 ventricular leads exhibited a decrease in impedance. A chronic increase in thresholds was also observed overtime and impedance was noted to be varying. During 1 ventricular implant, a perforation occurred. The lead was withdrawn and successfully repositioned. No further intervention was required. It was also reported that one atrial lead exhibited unstable thresholds following implant but had self resolved in 1-3 days post-implant. A chronic increase in thresholds was also observed overtime. With 1 atrial implant there was a risk of diaphragmatic stimulation which was reprogrammed. The leads remained in use. No further patient complications have been reported as a result of this event.